Event description:
Drive devilbiss healthcare is the initial importer of the device which is a walker. Device has not been recovered for evaluation. We are filing this report in an overabundance of caution because the end-user hit her head. End-user was seated on the device in her restroom. She leaned back. The backrest popped off causing her to fall. She hit her head.